Manufacturer narrative:
The insulin pump alarmed after a battery change due to a faulty connector at the interface circuit board. All operating currents were within specification and no battery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer received an unexpected restart alarm, as well as am external ram error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.